Manufacturer narrative:
Citation: singh rk, chafale va, lalla rs, panchal kc, karapurkar ap, khadilkar sv, et al. Acute ischemic stroke treatment using mechanical thrombectomy: a study of 137 patients. Ann indian acad neurol2017;20:211-6. Doi: 10.4103/aian.aian_158_17 the purpose of this study was to analyze 137 patients treated with mechanical thrombectomy for large vessel occlusions (lvo) from january 2014 to december 2016. Mean age was 57 and 87 patients were male. The solitaire fr devices were not returned as these events were found through literature review; therefore, product analysis of the solitaire devices was not able to be performed. There was limited information provided in the article. Neither specific patient information, nor device information was provided. The authors report that the hemorrhagic conversion of infarcts was likely related to reperfusion injury as a higher rate of recanalization was achieved. It was not reported how long after the procedure the symptomatic intracranial hemorrhages occurred, and there is no allegation that the solitaire caused or contributed to the hemorrhagic transformation. Symptomatic intracerebral hemorrhage (sich) is a known complication of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke. Based on the reported information, the cause of the hemorrhage cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the likely cause for the symptomatic intracranial hemorrhages is related to the procedure and the pathophysiology of the acute ischemic stroke. Additional information has been requested. Should it become available, a supplemental report will be submitted. Mdrs from this article: 2029214-2017-01139. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that 11 patients treated with mechanical thrombectomy experienced symptomatic intracranial hemorrhage. The patients in this study were treated with mechanical thrombectomy for acute ischemic strokes in the anterior circulation and/or posterior circulation. The procedures were performed through femoral artery access with the solitaire fr device. The solitaire was reportedly easily navigated to the occlusion point and its deployment across the thrombus was obtained in all cases.